Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. The pump was programmed to deliver an unspecfied concentration of morphine. No specific patient information, pump programming, or event details were available. There were no reported adverse patient effects. No medical interventions were required. During testing at the user facility, the device passed testing for delivery accuracy. The customer contact stated this "is being looked at as a programming error." Multiple unsuccessful attempts have been made to obtain additional information.